Manufacturer narrative:
A ge service rep performed an on site investigation. The specified failure could not be duplicated. The error files seemed to indicate a charger error during that time, but unknown if this may have caused. Customer will monitor. The system was found to be working and placed back into service.

Event description:
It was reported that the 9800 system would intermittently not fluoro after unit has set for a few minutes after boot. The system could then be rebooted and it would work fine. No patient injury reported.